Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Six customer samples were pressurized leak tested for leakage in tubing with no defects identified. An absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) has been opened to document the investigation path and corrective/preventative actions taken to remediate this defect.

Event description:
It was reported that the 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter leaked blood where the tubing attaches to the hub. There was no serious injury or medical intervention reported.